Manufacturer narrative:
Complainant phone: (B)(6). (B)(4): suture detached.

Event description:
It was reported to boston scientific corporation that a pinnacle posterior pfr kit was used during a procedure. The first mesh leg was thrown through the ligament, and the capio device was withdrawn from the patient. It was then discovered that the suture had broken in half, and was captured inside the capio cage along with the needle. The physician removed the suture piece with the needle from the capio cage and tied a stand-alone capio suture to the remainder of the suture on the mesh leg assembly. The needle of the new suture was then loaded into the capio and the device was successfully fired to attach the mesh leg assembly to the ligament. There were no complications to the patient, whose condition was reportedly good at the conclusion of the procedure.